Event description:
As reported by the user facility: event 1 - customer reports: some nurse had 2 needle stick injuries, one on (B)(6) 2014 and one 10 days later. Nurse was successful in starting the IV without any difficulties. The nurse set the needle on the bed next to other materials and while cleaning up brushed hand over the bed and was stuck in the left palm. The nurse was not sure if the shield totally deployed or not, but believes it did. The second incident occurred the same way, but was stuck in the right palm. Nurse reports this is the process he always performs as they admit at least 30 patients per day. No pt injury.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A f/u report will be submitted under MFR #: 2523676-2014-00412. (B)(4).